Manufacturer narrative:
Update to b4, d4, d9, g3, g6, h2, h4 h6 and h10 to reflect device evaluation. The sheath was returned after being used in the procedure with the delivery system partially retrieved back into the sheath. The device was visually inspected. The sheath was twisted along the shaft. Two liner strands were observed. They both originated from the same location (approx. 2.5" from distal tip) but were split into two at approximately 5'' from where it started. The first liner strand measured approximately 6.5" in length and the second liner strand measured approximately 12'' in length. The liner was torn along entire sheath shaft. Another small liner tear was observed approx. 1" distal to strain relief and 0.75" in length. There was damage to hdpe at 2" from strain relief (compressed in and stretched). There was minor soft tip damage. The c-marker was present. There were deep scratches along the sheath shaft. The strain relief was removed by engineering and no liner tear observed underneath the strain relief. Note: a minor tear on liner near the hub was caused by engineering during the removal of strain relief. Procedural cine from field was provided and there was severe tortuosity and calcification present throughout the right cia as well as stenosis at bifurcation of iliac arterty. Due to the condition of the device (liner torn, liner strand), no functional testing was performed. Dimensional testing was performed. The delivery system flex tip od is the largest component advancing through the sheath. An out of specification flex tip od measurement would contribute to the reported resistance when advancing through sheath. However, due to the returned condition of the delivery system (devices were unable to be fully decontaminated and removed from the fume hood), dimensional measurement for flex tip od was unable to be performed using laser micrometer. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. See attached lab notebook memo for results and equipment used. All measurements met specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaint relating to the complaint codes below. IFU for esheath, IFU for commander delivery system, device preparation manual, and the procedural training manual instructions were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Regarding the resistance, a product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. To address the issue, a CAPA was initiated to drive corrective actions. As there was no confirmed edwards defect related to the liner strand and torn liner, no corrective/preventative actions are required. The complaints for were confirmed based on the evaluation of the returned devices. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, no damage was observed during device preparation, making it unlikely that the sheath shaft or liner damage were present out of box. As reported, during the insertion of the delivery system through sheath, the valve was unable to navigate into r cia and an unexpected stenosis just after bifurcation of iliac artery at site of tortuosity was noticed. As a result, the delivery system with the crimped valve was removed and a second 26mm s3u valve system was prepared and delivered into the same esheath. However, it was unable to advance beyond the same point. In addition, the delivery system was unable to be withdrawn easily and imaging suggested that esheath was split and valve appeared to be coming out of the esheath wall and was catching on calcium. Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. Review of imagery confirmed the presence of calcification and tortuosity in the access vessel. While calcification can reduce the vessel diameter, preventing the sheath from proper expansion; vessel tortuosity can create a challenging pathway for delivery system advancement, which both can lead to resistance and high push force. The scratches observed along the shaft indicating that the sheath interacted with calcification during insertion. Navigating through this pathway can cause the valve strut interacted and caught within the liner. In such condition, additional push force to overcome the resistance can cause damage to the sheath leading to liner tear and liner strands. The flex tip gouges and compression seen on the flex shaft further support that the device was excessively manipulated. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to resistance. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (vessel stenosis/tortuosity) and procedural factors (excessive manipulation, valve strut caught on liner) may have contributed to the complaint events. Regarding the resistance, the complaint was confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (vessel stenosis/tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A pra has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Regarding the liner torn and liner strand, the complaint was confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (valve strut caught on liner, excessive manipulation) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing . This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691- 2021- 05132 for the valve and 2015691- 2021- 05134 for the delivery system.

Event description:
As found through pre-decontamination evaluation, there was a large liner strand inside the flex shaft of the 14fr esheath. As reported by our affiliates in united kingdom, the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the insertion of the delivery system, initially the valve advanced through the esheath but was unable to navigate into right common iliac artery (rcia) and an unexpected stenosis just after bifurcation of iliac artery at site of tortuosity was noticed. The delivery system with the crimped valve was removed, and during inspection, it was seen the valve was distorted. A new 14f esheath was delivered inside the deployed 26mm s3u valve for hemostasis as bleeding from the iliac was now evident on angiography. Balloon angioplasty with pigtail and a bav with 22mm non-edwards balloon x1 was used to achieve hemostasis. A third non-edwards valve, was prepared and delivered in good position in the annulus.